Event description:
It was reported that there was a failure to aspirate the catheter due to an occlusion in the distal segment. A large granuloma was noted on the catheter and the catheter was explanted. Reportedly, the concentration of the medication was too high. This device system delivered hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012, product type: catheter. (B)(4).